Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was moderately calcified, heavily tortuous and 90% stenosed. A trek rx 2-12 was attempted to perform pre-dilation, but it ruptured at 12 atmospheres during the first inflation. It was removed from the anatomy and a rupture was confirmed. After pre-dilation with a non-abbott balloone, a xience skypoint 2.5x23 stent was implanted and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. The electronic lot history record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. In this case, it is likely that the balloon interacted with the moderately calcified and heavily tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.